Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd¿ universal viral transport kit, 3 ml vial there was a discrepancy in the expiration date on the vials and coc packaging list. The following information was provided by the initial reporter: it was reported that there was a discrepancy in the expiration date on the vials and coc packaging list. Customer problem: uvt 220220 labeling issue - discrepancy in exp date on vials and coc / packing list. Customer responded providing 2 photos - please see attached, and the following responses: lot number and expiration date printed on the vials; lot n030681 expiration 2022-04-30. Lot number and expiration date printed on the packing list; lot n030681 expiration 2022-05-31. See also attached cofc."

Event description:
It was reported that while using bd¿ universal viral transport kit, 3 ml vial there was a discrepancy in the expiration date on the vials and coc packaging list. The following information was provided by the initial reporter: it was reported that there was a discrepancy in the expiration date on the vials and coc packaging list. Customer problem: uvt 220220 labeling issue - discrepancy in exp date on vials and coc / packing list. Customer responded providing 2 photos - please see attached, and the following responses: lot number and expiration date printed on the vials; lot n030681 expiration 2022-04-30 lot number and expiration date printed on the packing list; lot n030681 expiration 2022-05-31 see also attached cofc"

Manufacturer narrative:
H.6 investigation summary: this memo serves to summarize findings on your recent complaint 5520009 on product 220220 (vial universal viral transport), lot number n03068100, where it was observed that there was a discrepancy between the expiration date listed on the product certificate/kit label and the tube label. Event description: " uvt 220220 labeling issue." Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record does indicate a discrepancy between the tube label and the rest of the product labeling. Sample analysis: the photos provided did show the noted defect. The date on the tube does not match the date on the product labeling. The retention samples could not be inspected as the complaint was received months after the product had been expired and the retention samples were no longer available. Evaluations results: based on the investigation, the photos showed the noted defect. While there is no systemic failure in the manufacturing process, a revision to the manufacturing sop has been completed to increase controls around the assignment of expiration date and reduce the possibility for data entry errors. Investigation conclusion: based on the evaluation of the investigation, the complaint was confirmed on the photos. Other than the revision to the sop, no further actions will be taken as confirmed trend has not been identified. Bd will continue to monitor for trending. The risk to the end user is minimal as the discrepant date is shorter than the correct date.